Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. The device was evaluated and the reported condition was confirmed. The assignable root cause was determined to be due to improper maintenance, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the motor power of the air pen drive device was too low and the rotor was oxidized. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported, however, it was reported that the event occurred in 2018. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. Correction: it was documented in the initial medwatch report that the date of event was (B)(6) 2018. Please note that the event date has been updated to (B)(6) 2018. It was documented in the initial report that the alert date was jun 14, 2018, the alert date has been updated to jun 20, 2018. If additional information should become available, a supplemental medwatch report will be submitted accordingly. Device evaluation update: please note that in addition to the failures included in the initial medwatch report, additional pretest failures have been added. Upon further investigation, it was noted that the device also failed pre-repair diagnostic tests for check with test bench, check external leak tightness, and check internal leak tightness. This information does not change the assignable root cause of improper maintenance. If additional information should become available, a supplemental medwatch report will be submitted accordingly.